Event description:
About 20 minutes after beginning a hemodialysis treatment, the hemodialysis delivery instrument involved alarmed and turned off. It was also reported that the venous line catheter had become disconnected from the hemocatheter, which resulted in significant blood loss. The patient began complaining of difficulty breathing. Patient's lips became cyanotic, mucous was noted coming from patient's mouth, and patient began experiencing chest pains then went into respiratory and cardiac arrest. Patient was then transferred to the emergency department of a local medical center where patient was hospitalized in the ICU.